Manufacturer narrative:
Follow up being submitted for investigation results and corrected information.

Event description:
It was reported that during a surgical procedure at the user facility, the device got hot. A lack of irrigation in the device is known to cause overheating. The user facility reported that the patient was burned, but that the procedure was completed successfully, and there was no medical intervention necessary.

Event description:
It was reported that during a surgical procedure at the user facility the device got hot. The user facility reported that the patient was burned, but that there was no medical intervention necessary. A lack of irrigation in the device is known to cause overheating. The user facility reported that the procedure was completed successfully and that there were no adverse consequences.